Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated frequent "rapid gas loss" alarms. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the error log. Found 15 occurrences of rapid gas loss alarms in error log within 1.5 hours and 1 leak in iabp message after the first gas loss alarm. He was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).